Event description:
The clip would not open inside the body. Once it was removed and flushed it opened fine outside the body. They opened another clip/ delivery system, and it was deployed successfully. The first was removed with no difficulty.